Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Not implanted or explanted, fragments were explanted. Unknown if device is/not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 two 1.8mm ti locking screws were sheared off during a c4-c7 3-level anterior cervical decompression fusion (acdf). This occurred as two of eight set screws were placed in the process of placing the expansion head screw using the 1.8mm set screw. Fragments were explanted and the procedure was completed without further incident. This report is 1 of 2 for (B)(4).